Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with motor error alarm loop. The motor was tested outside the device and passed testing. The motor may have had an intermittent failure that was not detected during our testing. The history file was erased. The insulin pump had minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The insulin pump had not been exposed to a strong magnetic field. The blood glucose reading was 95 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.